Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG falloff test. The cause for the failure was isolated to shorted capacitors, c796 and c797 on the distribution node pca. The root cause for the shorted capacitors could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving adjust belt messages.